Event description:
It was reported that during a da vinci-assisted surgical procedure, the cadiere forceps (cf) became unusable. When the instrument was checked, it was found that a cable was sticking out at the tip. The procedure was completed with no reported injury with a backup cf instrument. Follow up was performed with the initial reporter and additional information was obtained. The cf was inspected prior to use with no issue. It was unknown if the instrument collided with any other instrument or tool during the procedure or if the broken cable segment fell inside the patient¿s anatomy. It was unknown if the patient returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of broken pitch cable at the distal end to be related to the customer reported complaint. The broken cable segment that contains the crimp was missing from the clevis but was returned with the instrument. The crimp measures approximately 0.032¿ x 0.046. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of this failure was typically attributed to a component failure. A review of the instrument logs for the cadiere forceps (part# 470049-06/ lot/serial# n10190405 - 0016) associated with this event has been performed. Per this review of the logs, the cadiere forceps was last used on (B)(6) 2022 via system serial (B)(4). There were 1 use remaining after this last usage. This complaint is considered a reportable malfunction due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.